Event description:
It was reported that the patient had an infection with actinobacteria in the intensive care unit. Antibiotic therapy was initiated. The patient had sepsis and passed away due to it 10 days after implant. The cause was not provided. It was reported that the death was not device or therapy related. T he source of the infection was bacteremia. The patient had clinical symptoms of hypoxic and respiratory insufficiency. The antibiotics did not resolve the infection. The patient was under antibiotics 10 days without success.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.